Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, no patient information provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "the tubing leaks from the distal end where the port is connected. This is a recurring problem across multiple lots. The problem cannot be detected until the line is in the patient and in use. Discussed with staff in central distribution for this facility system. They are seeing this problem at multiple facilities and in multiple lots. The manufacturer has been notified and product has been returned. Multiple reports are being sent to the manufacturer about this problem." An incomplete date of event of (B)(6) 2019 was provided.